Event description:
Procedure type: gastric bypass. According to the reporter: after the anvil was tightened till the green was showing the safety broke and the device would not. Two inches of tissue was transected and another device was used to hook up with the anvil piece that was still in the gastric pouch. A leak test was performed and every thing was good. Surgery time was extended twenty minutes, and no blood loss was reported.